Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that a patient had an infection about a month after implant. The patient's lead and generator were both explanted on (B)(6) 2016. The device history record for the explanted generator and lead were both reviewed and verified that both devices were sterilized per the manufacturer's specifications prior to release for distribution. Further follow-up verified that the lead site was the infection site and the devices have not been replaced. The devices will not be returned. No further relevant information has been received to date.